Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head keeps falling off...replacement oral-b heads no longer...stay on [device breakage]. Replacement oral-b heads no longer click on...getting looser [device connection issue] . Case narrative: male consumer via e-mail stated that the oral-b toothbrush head kept falling off of the oral-b smart 5 5000 toothbrush. The replacement oral-b toothbrush heads no longer clicked and stayed on. No injury was reported. 26-nov-2024 follow up via e-mail: the consumer experienced this while he was brushing. No injury was reported. 28-nov-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3767 smart 5000. The suspect product lot was 5bb93130408. No injury was reported.

Event description:
Toothbrush head keeps falling off...replacement oral-b heads no longer...stay on [device breakage] , replacement oral-b heads no longer click on...getting looser [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head kept falling off of the oral-b smart 5 5000 toothbrush. The replacement oral-b toothbrush heads no longer clicked and stayed on. No injury was reported. 26-nov-2024 follow up via e-mail: the consumer experienced this while he was brushing. No injury was reported. 28-nov-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3767 smart 5000. The suspect product lot was 5bb93130408. No injury was reported. 20-jan-2025 case update from information initially received on 11-dec-2024: the concomitant product was oral-b power oral care refills 3d white eb18. No injury was reported.

Manufacturer narrative:
27-jan-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.